Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the patient leads were bad. The stm replaced the ECG patient cable and the ECG lead wire then tested the iabp unit and observed the unit was working to manufacture specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6). The contact details of the initial reporter were not provided; however, an additional contact name was provided with the details as follows: (B)(6).

Event description:
It was reported that during use on a patient, the ECG triggering for the cs300 intra-aortic balloon pump (iabp) was not working. It was later reported by the customer that the ECG leads had poor signal quality. There was no patient harm and no adverse event was reported.